Event description:
A 2.25mm diameter x 12 mm length micro driver mx2 coronary stent system was inserted into a patient for the treatment of an lad lesion. The lesion was reported to be severly calcified. The lesion was pre-dilated with another manufacturer's balloon. It was reported that the physician was attempting to reach the lesion, but was unable to cross. The physician was attempting to remove the delivery system when stent was sheered off by the guide catheter and came off of the balloon. The physician did not realize the stent had dislodged and inserted a second micro driver; the insertion of the second micro driver pushed the dislodged stent into the left main. Another manufacturer's balloon was inserted in an attempt to capture the dislodged stent, this was unsuccessful. The patient was sent for bypass surgery; the stent remains in the patient's left main. No additional clinical sequelae were reported and the patient is fine.